Event description:
The patient is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. Surgery to explant the patient's device will be scheduled.